Manufacturer narrative:
Investigation: twelve sealed and intact and one open 32g x 4mm pen needle samples and three photos were returned from lot. No. 8318590, cat. No. 320136. Visual examination was carried out on the returned photos and samples and a bent non patient end of cannula was observed on the opened sample. A clog test was carried out as per tp700783 on the twelve sealed samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that bd micro fine plus¿ insulin pen needle was bent and would not allow medication to flow. The following information was provided by the initial reporter: the needle was bent and drug didn't come out.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd micro fine plus¿ insulin pen needle was bent and would not allow medication to flow. The following information was provided by the initial reporter: the needle was bent and drug didn't come out.